Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and the cause could not be determined. However, being connected before the patient line is properly primed is a known error. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and tells the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient connected to their homechoice device prior to priming the patient line. The patient was connected to the homechoice at the time of the reported event. The technical service representative advised the patient to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.